Manufacturer narrative:
(B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/29/2018 and strip open date is (B)(6)2015. Strip storage is not correct. Reviewed meter memory: a 84mg/dl (B)(6)2015 06:30:00 am fasting:yes. A 88mg/dl (B)(6)2015 06:30:00 am fasting:yes. A 73mg/dl (B)(6)2015 06:30:00 am fasting:yes. A 77mg/dl (B)(6)2015 06:30:00 am fasting:yes. A 74mg/dl (B)(6)2015 06:30:00 am fasting:no. Memory concerns: all readings customer called concerned her meter is registering low results because she tested her sugar fasting on (B)(6)2015 at 6:30am and the result was 74mg/dl. The customer stated her sugar levels should have been between 99-109mg/dl or higher. The customer is currently taking metformin to manage diabetes.